Event description:
It was reported that insulin delivery on the ilet stopped when the user experienced a suspected infusion-site issue and later ran out of insulin, leading to prolonged hyperglycemia around 400 mg/dl until supplies were changed and delivery resumed; the event involved user handling and not a device component malfunction. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews with the user/educator and analysis of information provided. Investigation of this case revealed no device problem, a usage problem, and an improper or incorrect procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.